Manufacturer narrative:
The previous drive line repair was reported under MFR. Report #2916596-2018-05330. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced pump stops while on battery and wall power. The patient had a previous drive line repair and there was not enough room for a second drive line repair attempt. Log file analysis was indicative of a phase to phase short with pump stops occurring on batteries and the unshielded patient cable. There were also drive line disconnects observed in the log file. No further information was provided.

Event description:
It was later reported that the patient pump was decommissioned. The patient had enough recovery and the decision was made to plug off the outflow graft and turn the pump off instead of a pump exchange. The pump is still in the patient. There will be no pump return.

Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer investigation conclusion: the report of pump stops was confirmed through the analysis of the submitted log file. However, a specific cause for these pump stops could not be conclusively determined through this investigation. The vad coordinator reported that the patient had a previous driveline repair. The pump was currently stopping on batteries and wall power. The submitted system controller log file showed that the struggled to maintain the set speed throughout the entire log file, resulting in multiple pump stops. These low speed events were accompanied by low speed advisory, low flow hazard, low speed operation, and motor stop alarms. These events occurred while the patient was supported by both battery power and the power module. Based on previous complaint experience, the captured behavior appeared to be consistent with a potential driveline wire compromise. Also of note, there was a no external power event captured on (B)(6) 2019 from 10:19:42 to 10:19:57. This appeared to be caused by a double power cable disconnect and resolved once one of the power cables was reconnected. The power cables were disconnected at 10:22:28 on (B)(6) 2019, followed by the driveline at 10:22:44. This appeared consistent with the account¿s report of stopping support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. The hmii patient handbook discusses how to change power sources and warns that at least one system controller power cable must be connected to a power source at all times. The heartmate ii patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.